Event description:
Allegedly, the patient fractured of the profemur modular neck, breaking into two pieces. At the time of the fracture the patient he fell and was in severe pain. Products not revised: product: lineage® acetabular shell 48mm solid hemi flare std group 1 product ID: 36450048; lot#: 09228141; qty:1. Product: lineage® ceramic liner 28mm x 46-50mm group 1 product ID: 71002846; lot#: 11358775; qty:1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.